Event description:
The customer's father wrote on an internet blog about his daughter's experience with the insulin pump. The father stated that his daughter was hospitalized last year due to diabetic ketoacidosis. The father also stated that six years ago, the insulin pump malfunctioned, and the customer was hospitalized while she was on vacation. The father stated that the insulin pump has been replaced several times, and now, the current insulin pump has given multiple motor error alarms. The father was very upset, and stated that he would be writing a very pointed letter to the company. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.